Event description:
It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post procedure, there was a small amount of bloody drainage noted on the right groin. Hemostasis was achieved with the device. There were no reported pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device was not returned. The lot number was not provided; therefore, a device history record review could not be performed.